Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of coil through uterus and attached to colon"), genital haemorrhage ("it was felt that was the cause of my bleeding") and enteritis infectious ("colon infection") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure". The patient's past medical history included breast reduction. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("severe and persistent abdominal pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced back pain ("severe and persistent lower back pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient experienced enteritis infectious (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastric disorder ("constantly had stomach issues"), depression ("depression") and menstruation irregular ("very irregular periods"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain,") and uterine mass ("a mass in my uterus was found"). The patient was treated with ibuprofen (advil), paracetamol (tylenol) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, enteritis infectious, back pain, dysmenorrhoea, gastric disorder, depression, menstruation irregular, pelvic pain and uterine mass outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, enteritis infectious, gastric disorder, genital haemorrhage, menstruation irregular, pelvic pain, uterine mass, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: within 2 weeks of removal, gi tract was back to normal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure devices were positioned correctly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event perforation of coil through uterus and attached to colon, severe and persistent abdominal pain, colon infection, severe and persistent lower back pain, abnormal vaginal bleeding, dysmenorrhea, she did not use use birth control or contraception at any time following your essure placement procedure, constantly had stomach issues, depression, very irregular periods, pain, a mass in my uterus was found, it was felt that was the cause of my bleeding were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of coil through uterus and attached to colon/ adhesion between sigmoid colon and left cornual region of the uterus wit essure involvement"), device breakage ("the specimen also includes a separate piece of coiled silver metal that measures 3.0 cm in length."), embedded device ("embedded within the posterior right cornu, there is a portion of coiled silver metal that measures approximately 3.5 cm in length."), genital haemorrhage ("it was felt that was that was the cause of my bleeding") and large intestine infection ("colon infection") in an adult female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use use birth control or contraception at any time following your essure placement procedure". The patient's medical history included breast reduction, headache, upper back pain and gestational hypertension. Concurrent conditions included uterine dilation and curettage, tonsillectomy, adenoidectomy, mammoplasty, breast pain, genital bleeding, painful intercourse, anxiety, depression, macromastia, menometrorrhagia, endometriosis, acute salpingitis, serositis and hyperplasia endometrial. In (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6)2015, the patient experienced abdominal pain ("severe and persistent abdominal pain"), back pain ("severe and persistent lower back pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6)2016, the patient experienced large intestine infection (seriousness criterion medically significant). In (B)(6)2016, the patient experienced gastric disorder ("constantly had stomach issues"), depression ("depression") and menstruation irregular ("very irregular periods"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain,") and uterine mass ("a mass in my uterus was found"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (total hysterectomy and bilateral salpingectomy and total hysterectomy and bilateral salpingectomy on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, device breakage, embedded device, genital haemorrhage, abdominal pain, large intestine infection, back pain, dysmenorrhoea, gastric disorder, depression, menstruation irregular, pelvic pain and uterine mass outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, depression, device breakage, dysmenorrhoea, embedded device, gastric disorder, genital haemorrhage, large intestine infection, menstruation irregular, pelvic pain, uterine mass, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: within 2 weeks of removal, gi tract was back to normal the device was in good position with 3 trailing coils on the right side. A similar fashion was used on the opposite side with 3 trailing coils on the it side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2015: results: essure devices were positioned correctly; on (B)(6)2015: findings: satisfactory location of the bilateral essure inserts. Satisfactory tubal occlusion. Impression: satisfactory location of the essure inserts. Satisfactory tubal occlusion bilaterally.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of coil through uterus and attached to colon/ adhesion between sigmoid colon and left cornual region of the uterus wit essure involvement"), device breakage ("the specimen also includes a separate piece of coiled silver metal that measures 3.0 cm in length."), embedded device ("embedded within the posterior right cornu, there is a portion of coiled silver metal that measures approximately 3.5 cm in length."), genital haemorrhage ("it was felt that was that was the cause of my bleeding") and infectious colitis ("colon infection") in an adult female patient who had essure (batch no. C18709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use use birth control or contraception at any time following your essure placement procedure". The patient's medical history included breast reduction, headache, upper back pain and gestational hypertension. Concurrent conditions included uterine dilation and curettage, tonsillectomy, adenoidectomy, mammoplasty, breast pain, genital bleeding, painful intercourse, anxiety, depression, macromastia, menometrorrhagia, endometriosis, acute salpingitis, serositis and hyperplasia endometrial. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced abdominal pain ("severe and persistent abdominal pain"), back pain ("severe and persistent lower back pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient experienced infectious colitis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastric disorder ("constantly had stomach issues"), depression ("depression") and menstruation irregular ("very irregular periods"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain,") and uterine mass ("a mass in my uterus was found"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (total hysterectomy and bilateral salpingectomy and total hysterectomy and bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, embedded device, genital haemorrhage, abdominal pain, infectious colitis, back pain, dysmenorrhoea, gastric disorder, depression, menstruation irregular, pelvic pain and uterine mass outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, depression, device breakage, dysmenorrhoea, embedded device, gastric disorder, genital haemorrhage, infectious colitis, menstruation irregular, pelvic pain, uterine mass, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: within 2 weeks of removal, gi tract was back to normal the device was in good position with 3 trailing coils on the right side. A similar fashion was used on the opposite side with 3 trailing coils on the it side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: essure devices were positioned correctly; on (B)(6) 2015: findings: satisfactory location of the bilateral essure inserts. Satisfactory tubal occlusion. Impression: satisfactory location of the essure inserts. Satisfactory tubal occlusion bilaterally.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: new mr received. Lot number was added. New events: device breakage and embedded device were added. New reporters, concomitant and historical conditions were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.